Event description:
It was reported that this implantable cardioverter defibrillator (ICD)'s respiratory rate trend (rrt) feature was turned off due to oversensing of electromagnetic interference (emi) signals from a cautery procedure. Technical services (ts) provided reprogramming instructions. The device remains in use. No adverse patient effects were reported.